Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted due to premature battery depletion. The explanted device is expected to be retuned; no replacement information was provided and no adverse effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. Device data was analyzed and high, but varying, power consumption was verified. The device case was removed in order to facilitate inspection of the internal components. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high power consumption and resultant premature battery depletion. Our product performance quality system was reviewed and this was determined to be a non-patterned issue. This anomaly has been reported to our engineering and manufacturing departments, and an investigation will be completed to determine if future actions are appropriate.

Event description:
It was reported that this device was explanted due to premature battery depletion. The explanted device was later retuned for analysis; no replacement information was provided and no adverse effects were reported.